Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was received and visually inspected. The reported condition could not be verified via the pictures. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor underinfused due to a blockage in the flow. This was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.